Event description:
It was reported that a pump has a system error 322. The error was found during testing of the device and there was no patient involvement.

Manufacturer narrative:
Manufacturer ref. No. (B)(4). Baxter received and evaluated the device. The system error 322 was experienced during evaluation, confirming the reported symptom. It was caused by a failed lower link switch. As a result, the lower aux. Was replaced.